Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, anterior needle, anterior cuff, and link were not returned with the device; therefore, the scope of this investigation was limited. Analysis indicated that the posterior cuff successfully captured the needle during needle deployment, but the link was pulled from the swage end of the posterior cuff while retracting the needle plunger. The link pull would result in a failure to retrieve the suture during the plunger retraction as reported. A link-to-cuff detachment suggested that there was resistance encountered while retracting the needle plunger. However, during lab testing, a proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the link pull from the swage end of the posterior cuff. Also, the whole suture was able to be pulled out of the device without any difficulty. Based on the investigation findings, no manufacturing or quality issue was detected and the root cause for the link-to-cuff detachment could not be determined. A review of the product history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the plunger was retracted, however, the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.